Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a shorted high-voltage capacitor c20 on the defibrillator pca. The root cause for the shorted c20 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it could not complete testing.